Manufacturer narrative:
Additional information: upon follow up it was reported that the patient was discharged from the hospital on an unreported date. At the time of this report, the patient has recovered from the event and was doing well. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown and the patient was hospitalized for the event. It was reported that the patient was not treated. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.